Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, the wheel mechanism stopped working "after awhile." Consequently, the device failed to open and close inside the patient's distal ureter. It is unknown if a stone was in the device when the problem occurred. The size of the stone is also unknown. However, the territory manager noted that "the basket worked great for multiple passes, and the physician was happy with it as well." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the wheel mechanism stopped working "after awhile." Consequently, the device failed to open and close inside the patient's distal ureter. It is unknown if a stone was in the device when the problem occurred. The size of the stone is also unknown. However, the territory manager noted that "the basket worked great for multiple passes, and the physician was happy with it as well." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.